Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a patient of unknown age, gender, or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen ergo teal/clear pen body with a clear cartridge holder attached was reported to have two broken tabs on the cartridge holder. This humapen ergo, teal/clear pen body with a clear cartridge holder attached was associated with product complaint (B)(4), lot unknown. The return of the device was anticipated. The operator of the device was unknown. It was unknown if the user was trained. This device model was used for an unspecified length of time. The return of the device was anticipated. The status of the humapen ergo teal/clear pen body with clear cartridge holder attached was not provided.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a patient of unknown age, gender, or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen ergo teal/clear pen body with a clear cartridge holder attached was reported to have two broken tabs on the cartridge holder. This humapen ergo, teal/clear pen body with a clear cartridge holder attached was associated with product complaint (B)(4), lot 0311a02. The returned device was found to have intact engagement tabs, and both spring arms were broken. The user of the device was unknown. It was unknown if the user was trained. This device model was used for an unspecified length of time. The device was returned on (B)(4) 2010. The status of the humapen ergo teal/clear pen body with clear cartridge holder attached was not continued. Update 18-oct-2010: additional information received 18-oct-2010 via the global product complaint database. Added lot number. Update 29-oct-2010: additional information received on 28-oct-2010 from the global product complaint database added the device specific safety summary; updated the EU/ca fields and the narrative. Changed malfunction to no.

Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary: both clear cartridge holder tabs were reported to be broken. The actual complaint device was returned for investigation (lot 0311a02 manufactured november 2003). The investigation does not support this finding as both cartridge holder tabs were intact. Both spring arms were observed to be broken. The device was tested and met functional requirements. No malfunction was identified. There is no evidence of improper use or storage.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.